Manufacturer narrative:
One used transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip was returned for investigation. The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was received separated from both the male and female luer. The tubing pockets of both ends of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause is due to the solvent on the tubing not being fully cured during the assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip that was reported to have two tubes that were automatically unbonded and disconnected from the 3-way stopcock. This reported defect was found when the nurse was preparing for tubing setup. Normal saline was the solution used and there were no other physical defects observed on the device. There was no patient involvement.